Event description:
Pt was laying on the table when the light fell and hit pt in the jaw. There was no broken skin and pt left with no add'l treatment.

Manufacturer narrative:
Unit was in use at time of incident. One side of the light fell out of transition piece. The light was not maintained properly and the set screws slowly came out. The manual that is to be kept with the light states weekly, monthly and yearly maintenance is to be performed on certain aspects of the light with this area being one of them. Unit has not been returned and the pt as well as end-user has not contacted us for further info. A new head and arm was sent and replaced.